Manufacturer narrative:
H6: medical device problem code 2017 use after damage. Visual and functional inspections were performed on the returned device. The marker lumen blockage was not confirmed as the marker lumen was successfully flushed. The reported difficulty depressing the plunger was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the proglide instructions for use (IFU) states: continue to advance the device in the vessel until brisk pulsatile flow of blood is evident from the marker lumen. Position the device at a 45-degree angle. Deploy the foot by lifting the lever (marked #1) on the top of the handle. Do not deploy the foot in the artery unless brisk pulsatile flow of blood (¿mark¿) is evident from the marker lumen. In the vein, the flow of blood may not be pulsatile or blood may only fill the marker lumen. In this case, it is unknown if the IFU violation contributed to the reported event. The reported patient effect of thrombosis is listed in the perclose proglide IFU as a known adverse event associated with use of suture mediated closure devices. The reported difficulties and subsequent treatment appear to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Additional information was received stating that by "exit port" this was referring to the marker lumen, there was no blood coming out of the marker lumen. No additional information was provided.

Manufacturer narrative:
Estimated date. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic heart catheterization procedure. Initial flushing of the marker lumen prior to use was successful. Reportedly, the proglide device clotted, clots at the exit port were noted. The plunger was unable to be depressed, the device was removed and a new proglide device was used to achieve hemostasis. The patient was clotting, the clotting was reported to be patient related and not related to the device, no treatment was performed. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.